Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10:42 am on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿333 and 305 mg/dl¿ with the subject meter and ¿56, 61 and 64 mg/dl¿ on another meter within an unspecified period of time of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with an unspecified type and dosage of insulin and did not state whether or not they had taken any action in response to the alleged product issue. The patient stated that at 1:30 on (B)(6) 2017 they developed the symptom of ¿lethargic¿. In response to this, at 3:20 the emergency medical services were called and when they arrived the blood glucose results of ¿56, 61 and 64 mg/dl¿ were taken on their device. As a result of these results the patient was given IV glucose and also reported consuming food/drink at 3:40. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, however, an invalid sample site was being used to obtain the subject meter results from. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.